Event description:
It was reported that a physician was treating a (B)(6)-year old male with a 15 mm calcified lesion in the left sfa. A femoral antegrade approach was used with the dabra catheter. The catheter was introduced into the lsfa, and after about 5 cm of travel, the patient complained of pain. The laser was stopped and subsequent angio showed a perforation in the lsfa. The perforation was treated with balloon angioplasty without further complication.